Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. Programming changes were made to address the oversensing. There were no adverse health consequences, the patient was stable.